Event description:
Litigation alleges that patient experienced hip pain and increased metal ion levels.

Event description:
Litigation alleges that patient experienced hip pain and increased metal ion levels. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 2/11/2015 - medical records received. Patient revised to address osteolysis. Upon revision metallosis, metal debris, metal reaction, damage to the abductors, and necrotic tissue were noted. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 1/2/15 - plaintiff's preliminary disclosure form was received, which identified dor. The sleeve and stem are being added for elevated metal ions